Event description:
During evaluation by baxter personnel, a flogard infusion pump was found to have experienced an unspecified power cord issue. The process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged power cord was not determined. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent. (B)(6).